Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient passed away due to the infection on (B)(6) 2026. The death was reported to be an anticipated outcome. The device functioned normally at the time of death. The device was explanted after the outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a bacterial infection of the driveline and pump pocket. Treatment included surgical and pharmacological therapy. The cause of the infection was noted as complexities of medical management.

Manufacturer narrative:
Section a4: patient weight corrected. Section b2: outcomes attributed to adverse corrected. Section d4: primary UDI corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.